Manufacturer narrative:
Investigation: checking the manufacturing and sterilization charts of the devices removed during the revision surgery hereby reported, no pre-existing anomaly was discovered on the items belonging to the same product codes and lot numbers. The manufacturer will submit the final MDR as soon as the investigation is complete.

Event description:
Revision surgery was performed on (B)(6) 2025. It was reported that the patient presented with a large, unexplained hematoma. The surgeon suspected an infection; therefore, the wound was flushed, and the liner was swapped. During the procedure, the surgeon noted that the implant was too loose, so the version was adjusted, and extensions were added. The following smr reverse finned humeral body and an smr reverse retentive liner were replaced during this surgery: smr reverse finned humer. Body (part code 1352.15.050, lot number 2415343, sterilization (B)(4)). Smr reverse liner retentive (part code 1365.50.811, lot number 22at145, sterilization (B)(4) ). The revision stem smr cementl. Rev. Stem ø15 mm (part code 1308.15.156, lot number 1810713, sterilization (B)(4)) remained in situ. Previous surgery took place on (B)(6) 2025. The patient is a male, date of birth (B)(6) 1948. The event happened in the united states.